Event description:
It was reported there was a malfunction of the on/off buttons. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the customer comment regarding the main keypad being out of specification. Analysis also found that the upper case was broken and contaminated, the lower case was contaminated, the two side bail covers were contaminated, the battery contacts were out of specification and the battery drawer was contaminated.